Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome handpiece was not grafting correctly. It was stated that the device was only grafting the sides and the middle of the skin. Additional clinical follow up determined the surgeon had to perform two passes with the dermatome as the first pass did not lift an intact graft and was unusable. He stated that it is believed that the surgeon used a ghoulian knife after second pass did not render satisfactory results.